Manufacturer narrative:
The investigation of the electronic log file revealed that ventilation failed due to a failure of the ventilator motor. In such case the device will generate a corresponding visible and audible ventilator fail alarm. Gas delivery via the integrated gas mixer will not be affected. Manual ventilation will remain possible to continue the case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that ventilation ceased during pediatric MRI procedure. There was no injury reported.

Manufacturer narrative:
The device log file was analyzed. At the time of the reported event a "motor stalled" entry was found indicating an issue with the ventilator motor. The device monitors the speed, rotation angle and other performance parameter of the motor continuously. Any speed fluctuations or other deviations may result in a divergence between expected piston position and the real hub that has been performed. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. In case automatic ventilation is shut-down manual ventilation and monitoring functions remain available. The device was manufactured end of 2008, it is assumed that the motor was manufactured in 2008 as well. There are various possible root causes, for example due to wear and tear, worn carbon brushes, contact problems on the windings. However, as the motor was not available for investigation, the exact root cause could not be determined. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that ventilation ceased during pediatric MRI procedure. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.